Manufacturer narrative:
Result: head right siderail could not be locked in the upright position due ot missing components.

Event description:
It was reported by service report that the head right siderail was not locking properly in the upright position. No pt involvement or adverse consequences were reported.